Event description:
"E" was initially received via regulatory authority (FDA, reference number: mw5078804) on 15-aug-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("full hysterectomy") in a female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device difficult to use "coil removed was unsuccessful" (seriousness criteria hospitalization, medically significant and intervention required) in 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery and surgery (full hysterectomy). Essure (ess205) was removed in 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5078804) on 15-aug-2018. The most recent information was received on 12-nov-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of complication of device removal ("coil removed was unsuccessful") and medical device removal ("full hysterectomy") in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2013, the patient experienced complication of device removal (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery and surgery (full hysterectomy). Essure (ess205) was removed in 2018. At the time of the report, the complication of device removal and medical device removal outcome was unknown. The reporter considered complication of device removal and medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.